Event description:
Brake pedal will slowly migrate from the brake positon. Brakes would not hold.

Manufacturer narrative:
Brake pedal would migrate out of the brake position. The hill-rom field technician adjusted the casters to repair the bed mod 373 is a field corrective action which replaces the brake detent mechanism and adjusts all four casters of the affinity 4 birthing bed. This failure occurred following the correction of this unit.